Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A potential lead break/fracture was reported for the patient and they are being scheduled for imaging to further assess the issue. There was no known recent patient trauma reported. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the reason for there being a suspicion of a lead break is due to high impedance being observed on a system diagnostics test.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noting that the patient had their device disabled back when high impedance was first observed.